Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, broken belt clip slot and cracked case near display window corners noted during visual inspection. Blank display due to corroded battery tube spring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen and broken belt clip. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.